Manufacturer narrative:
Complained product will not be not available.

Event description:
Bottom half of my dual clean brush head fell off in my mouth - oral-b [device breakage]. Case narrative: consumer via phone reported that the bottom half of their oral-b dual clean toothbrush head fell off in their mouth. No injury was reported.